Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5088639. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the returned device identified broken shell, missing shell, and black particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening on posterior assessed as an unidentified (tear) opening, and a piece of the shell was missing assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "was not told of the potential harm (implants) carry, or their would have never put them in their body", "one of the symptoms of a body rash", "inflammation", and "constant red irritants eyes since the time of the implant." Additionally, healthcare professional reported rupture, "adhesions", and double capsule. Device has been explanted.